Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of approximately 700mg/dl and a high ketone level identified as dangerous by healthcare provider. Per healthcare provider, the cause was the cartridge pigtail was stretched out, resulting in the blockage of insulin. Treatment was administered via an unspecified intravenous treatment and potassium. Reportedly, customer left the ER 7 hours later with customer in stable condition (bg not provided).